Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a 77-year-old male patient, the crew attempted to press the button for a report but the device delivered a shock of 120j instead. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer provided the device log for review. The customer's report could not be confirmed. Review of the log showed that the first shock of 70 joules was delivered in sync mode. However, sync mode was automatically disabled after the shock, which is standard unless configured otherwise. To reactivate sync mode, the sync quick access key must be pressed again. The unit can be configured to remain in sync mode after defibrillation. While button presses are not directly logged, any recognized actions would appear in the log. No log entry indicated the sync mode was reactivated before the second shock. It was determined the device functioned as expected. Analysis for reports of this type has not identified an increase in trend.